Manufacturer narrative:
(B)(4). The device sample was returned for evaluation, but the investigation is ongoing at the time of this report.

Event description:
The customer alleges that the wire split and unraveled, it met with a lot of resistance. The alleged issue was detected upon removal of the wire. No patient injury or consequence.

Manufacturer narrative:
(B)(4). The customer returned one unraveled guide wire. The catheter was not returned. Visual examination revealed the guide wire is unraveled from the distal weld and is kinked in several locations along the body. The distal end of the core wire protruding was flat and retained the j shape. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. Discoloration and necking of the core wire was observed and both welds appeared full and spherical. The kinks were measured at 2.5cm, 13.1cm, 31.8cm and 32.7cm from the proximal weld. The broken core wire measured 600mm in length, which is within specification; therefore no pieces appear to be missing. The outside diameter (od) of the guide wire measured 0.855mm, which is within the od specification. A manual tug test revealed the proximal weld was intact. A device history record (DHR) review could not be performed as the customer did not provide a lot number, and a potential lot number could not be determined from a sales history review for this customer. The guide wire graphic was reviewed as part of this investigation. The instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3cm and then attempt to remove the guide wire. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. It was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the wire split and unraveled, it met with a lot of resistance. The alleged issue was detected upon removal of the wire. No patient injury or consequence.